Event description:
Patient reported that they were seen by their dentist and provided a letter of recommendation. The dentist stated; the patient has misalignment on both the maxillary and mandibular arches with moderate crowding and end to end occlusion. The patient requires treatment by a dental professional and are beyond the scope of at home orthodontics.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.